Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure for treatment of the mildly tortuous/calcified mid right coronary artery, a 2.75x38 rx xience prime stent was deployed and a dissection occurred. A 2.75x28 xience v stent was deployed to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.